Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a patient hospitalization that occurred on (B)(6) 2015. Patient's mother reported taking the patient to the hospital for fever and blood glucose (bg) being in the 500mg/dl(s). Patient's mother reported that dexcom was functioning properly at the time of the reported event. Patient's mother stated that insulin was not bringing down the patient's bg, so she took the patient to the hospital. Patient was admitted to the hospital for three days. Patient was administered (IV) intravenous antibiotics. Patient's mother reported that the patient had an ultrasound and x-ray during hospital admission. Patient's mother reported that it was determined that the patient had a bladder and kidney infection. It was further reported that the patient was wearing dexcom equipment and mother reported no issues with it during the events. At the time of contact, patient's mother reported current condition of patient as "good". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.